Manufacturer narrative:
Product analysis: the device was received with the capsule open. The handle was intact. The deployment knob was able to retract and advance the capsule. The trigger moved to the fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism was intact. The device was returned with the end cap/screw gear snap fit connected. The device was received with the catheter tip detached from the inner member shaft. The detachment site was smooth and not jagged. A void was observed on the proximal end of the capsule. A kink was observed on the inner member shaft 23 mm from the strain relief transition. Delamination was observed on the inner member shaft 13mm distal to the distal edge.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The subject delivery catheter system (dcs) was returned and evaluated by medtronic. Complete detachment of the tip from the inner member was observed on the returned unit, and this failure mode indicates a bond failure of the over-molded tip to the inner member. No other evidence of damage was observed on the dcs. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device has been returned, however, the analysis is still in progress.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was loaded correctly on the first try, no reloading was necessary. The delivery catheter system (dcs) was inserted using the inline sheath and a super stiff guidewire. The patient anatomy was not tortuous or calcified, there were no difficulties inserting and no dilation of the vessels was necessary. The device was advanced to the correct position, again with no difficulties. The aorta was approximately 40 degrees, and the valve was deployed at a normal to slow speed. No recaptures were necessary. The tip was pulled through the valve and the capsule was closed. It was confirmed with fluoro, that the capsule was closed correctly with no overcapture. The dcs was removed from the patient, again with no resistance noted. Once removed, it was noticed by the physician that the tip was no longer attached, but rather was left in the femoral artery at the incision site. A cut down was completed to remove the tip. An angio confirmed that there was no trauma to the femoral artery. It was report that the physician noted in hindsight, that the device actually felt much easier to remove from the patient than normal and that throughout the procedure, there was no sign of any unusual force. No other adverse patient effects were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.